Event description:
Patient underwent surgery to repair a femur fracture following traumatic injury. The surgeon placed the guidewire into the proximal femur, then reamed proximally and used the reduction tool to obtain entry into the distal fragment. Ultimately, the guidewire was passed across the fracture. With the wire into the distal fragment, the surgeon then sequentially reamed up to a size 12 reamer. A size 10 nail was selected which was then impacted into position. The surgeon initially placed a 400 nail. The surgeon then went to placing cephalomedullary screws and the first guidepin was noted to shear off in the process of removal. It was noted as "somewhat odd given that there was no drilling over the guidepin and the guidepin itself was placed without difficulty". The broken piece of pin was inside the cannula of the nail and the 400 nail had to be removed. When the nail was removed, the small piece of pin stayed within the bony canal. The surgeon elected to leave it there, rather than to extend the incision and perform a corticotomy to remove it.======================manufacturer response for guidewire- 3.0mm threaded pin, 3.0 threaded pin (per site reporter)======================wanted to retrieve product for evaluation.